Event description:
A (B)(6) female pt called zoll customer support to report that her monitor would not fully power up and was making a high pitched sound. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, high-pitched noise) has been confirmed. Upon investigation the monitor would not fully power up and displayed code 100 program image corrupt. The power-up failure and code 100 were isolated to corrupt monitor software. The root cause for the corrupt monitor programming could not be positively identified. After reprogramming, the monitor was fully functional. No adverse event resulted from the corrupt monitor software. The pt received a replacement monitor.